Manufacturer narrative:
Final analysis of the pump found significant corrosion, residue, and shaft wear on the upper shaft of gear two. There was also some residue on the jewel where the upper shaft of gear two inserts into the top bridge assembly. There were multiple motor stalls and recoveries seen in the logs and the stalls were due to shaft-bearing.

Event description:
It was reported that a motor stall occurred on (B)(6) at 4:04pm and didn't recover until 8:43pm on (B)(6). The patient heard the alarm on saturday and went to the emergency room with underdose symptoms on sunday morning. It was reported that the patient and physician were working on scheduling the pump replacement. The device system was delivering morphine and bupivacaine. That same day, it was also reported that the patient felt withdrawal. He went to the hospital on sunday and was given some supplemental medications. The patient was in the hospital for a few hours and felt better. An appointment was made to have the pump logs read. It was seen that only one stall was recorded in the pump logs that dated back to (B)(6) 2012. The patient was feeling fine at the time of report. Three weeks later, it was reported that the replacement went well. Additionally, the patient was doing well at his follow-up with his physician. The next day, it was reported that the pump was alarming for a motor stall and an empty reservoir. The reporter silenced the alarm, updated the alarm volume, and changed the reservoir volume to 10ml. It was also noted that some calcification was seen around the catheter access port.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# l60026, implanted: (B)(6) 1999, product type: catheter. (B)(4).